Manufacturer narrative:
Device avail. For eval - updated. Returned to MFR on - updated. Device returned to MFR - updated. Device evaluated by MFR - updated. Device evaluated by manufacturer: returned product consisted of a liberte-veriflex stent delivery system (sds) and stent with no other devices. There was contrast in the inflation lumen. The stent had moved on the balloon 9mm distally from the proximal markerband and there were stent strut impressions present on the surface of the balloon between the marker bands. The tightly folded balloon indicated the device was subjected to no positive (inflation) pressure. The third and fourth proximal stent strut rows had multiple stent struts stretched and bent. The magnified inspection presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. While removing the cover sheath from the 4.00 mm x 16 mm liberte stent, stent damage was noted. This occurred during preparation, outside the patient. The procedure was completed with a different device and the patient's status is stable.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. While removing the cover sheath from the 4.00 mm x 16 mm liberte stent, stent damage was noted. This occurred during preparation, outside the patient. The procedure was completed with a different device and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).